Event description:
Related manufacturer number: 2017865-2022-02580, related manufacturer number: 2017865-2022-02581. It was reported that the patient's right atrial lead exhibited noise. During the lead replacement procedure, the right ventricular and left ventricular leads dislodged. The right atrial lead was removed and replaced. The right ventricular lead and left ventricular lead were removed and reimplanted on (B)(6) 2022. The patient was discharged.

Manufacturer narrative:
Correction: b5 updated to mention lead explant and replacement.

Event description:
Related manufacturer number: 2017865-2022-02580 related manufacturer number: 2017865-2022-02581 it was reported that the patient's right atrial lead exhibited noise. During the lead replacement procedure, the right ventricular and left ventricular leads dislodged. The leads were removed and replaced. The patient was discharged.